Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p), implanted with another manufacturer's right atrial (ra) lead, triggered a lead safety switch (lss) due to out-of-range pace impedance measurements greater than 3,000 ohms. Atrial noise with oversensing was observed, and stored pacemaker mediated tachycardia (pmt) episodes were noted as well. Follow up with the device clinic was recommended. This crt-p and ra lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p), implanted with another manufacturer's right atrial (ra) lead, triggered a lead safety switch (lss) due to out-of-range pace impedance measurements greater than 3,000 ohms. Atrial noise with oversensing was observed, and stored pacemaker mediated tachycardia (pmt) episodes were noted as well. Follow up with the device clinic was recommended. This crt-p and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p), implanted with another manufacturer's right atrial (ra) lead, triggered a lead safety switch (lss) due to out-of-range pace impedance measurements greater than 3,000 ohms. Atrial noise with oversensing was observed, and stored pacemaker mediated tachycardia (pmt) episodes were noted as well. Follow up with the device clinic was recommended. This crt-p and ra lead remain in service. No adverse patient effects were reported. Additional information received indicated this cardiac resynchronization therapy pacemaker (crt-p), implanted with other manufacturers' leads, exhibited high right atrial (ra) and right ventricular (rv) pace impedances, as well as possible rv and left ventricular (lv) loss of capture (loc). It was noted that the patient had a great underlying rhythm, thus there were no pauses greater than two seconds. The cardiac resynchronization therapy pacemaker (crt-p) was set to ddd 40, and the battery had approximately 6 years remaining. The system was removed on (B)(6) 2021 and a new system was scheduled for implant the next day. No additional adverse patient effects were reported.